Manufacturer narrative:
Marantic endocarditis (non-bacterial thrombotic endocarditis) is a rare condition that involves non-infectious thrombotic lesions typically of the aortic and mitral valves. It is predominantly associated with malignancy and less commonly systemic lupus erythematosus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from the implant patient registry that a patient with a 26mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 8 months due to marantic endocarditis (non-bacterial endocarditis that is characterized by thrombus formation). A 25mm edwards surgical valve was implanted in replacement. Through review of the medical records, the patient presented with mobile vegetations of his s3u valve despite negative blood cultures. Under general anesthesia and cardiopulmonary bypass, the patient had his s3 valve explanted and sent to pathology due to aortic prosthetic valve endocarditis. A 25mm inspiris was implanted. The patient also underwent myocardial biopsy, atrial fibrillation ablation, and left atrial appendage exclusion. The patient was taken to the or and did well with no apparent complications from the operation. Patient was discharged home in stable condition with home health. The patient has a history of monoclonal gammopathy which is a is a precancerous condition and the most common plasma cell disorder, this may have predisposed the patient to marantic endocarditis resulting in thrombus formation of their valve. There was no allegation that an edwards device may have caused or contributed to the marantic endocarditis and thrombus formation.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device not returned.

Event description:
Edwards received notification from the implant patient registry that a patient with a 26mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year and 8 months due to unknown reasons. A 25mm edwards surgical valve was implanted in replacement. No additional details were provided.